Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient recently began experiencing blood pressure and muscle control issues. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. Since implant there have been no reports of device-related issues from the patient prior to this incident. There have been no reports of further complications regarding this event and the patient continues to use the device with a complete elimination of their chronic pain.